Event description:
It was reported that the ilet user announced a usual dinner meal when intending to announce a less-than-usual meal, after which insulin delivery had already begun; the user was then advised to consume additional carbohydrates via juice so that total carbohydrates matched the usual dinner amount. There were no reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included clinical troubleshooting and user education regarding correct meal announcement and mitigation steps after an incorrect entry. Investigation of this case revealed user error related to incorrect meal size selection with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error with appropriate troubleshooting and education completed.